Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 41 mg/dl. Customer was treated with food for their low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the they had difficulty to press any button or go to the main screen but display went normal after changing the battery. Customer also stated that the insulin pump had insert battery and battery failed alert prior to the low blood glucose event. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.